Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and failed to capture at maximum output. The lead had dislodged and tissue was found in the lead tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086-52 lead implanted: (B)(6) 2014. (B)(4).